Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient felt a shocking sensation when their neighbors turn the television on, and it messed with her implantable neurostimulator (ins). The patient noticed that since this issue, they kept feeling jolting/pain in their ears and they only felt safe outside. The patient also had severe anxiety and other health issues. All impedances were normal, and it was noted that the issues resolved at the time of this report. There were no further complications reported or anticipated.